Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Litigation alleges serious injuries. The surgeon also noted during revision that there was black staining involving the catheter tissues anteriorly and black film on the deep aspect of the removed liner. Update: in addition to what was previously alleged. Ppf alleges metal wear/metallosis and abductor muscle repair. Ppf alleges pain. After review of medical records, patient was revised to address failed right total hip replacement secondary to pain related to meta on metal bearing and adverse local soft tissue reaction. Revision notes reported black staining soft tissues in the great trochanter and elevated metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.